Event description:
The implantable neurostimulator was in a power on reset condition. The pt programmer displayed the 'call you doctor' icon. The reason for the power on reset was not reported. No pt symptoms were reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.